Event description:
It was reported that the radiofrequency (rf) head on the programmer was not working. The programmer and rf head were returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis partially confirmed the reported event. No interrogation of a pacemaker was possible. The head connector on the link electronic module (lem) circuit board was loose. It was also noted that the stylus was missing, the lower hinges were worn out and there were software errors in the software update history. (B)(4).